Event description:
On (B)(6), 2004, this patient was implanted with gore excluder bifurcated endoprosthesis. On (B)(6), 2007, follow up angiography revealed no sign of endoleak, an occluded celiac and sma artery with reconstitution by collaterals from the right internal iliac artery, and bilateral renal artery stenosis. It was noted, that both external iliac arteries have diffuse disease but are patent. On (B)(6), 2009, CT performed without contrast revealed no sign of endoleak and minimal aneurysm growth. The evaluation was limited since contrast was not used. On (B)(6), 2009, CT scan revealed no endoleak but aneurysm growth of .53cm. On (B)(6), 2009, CT revealed prominent atherosclerotic calcifications in the aortic valve region of the coronary arteries. Arterial calcification was also noted in the renal arteries and other abdominal arteries. No sign of endoleak or aneurysm enlargement. On (B)(6), 2010, this patient presented with a ruptured abdominal aortic aneurysm due to a type IV endoleak. The patient was converted to open surgical repair. Upon opening the aneurysm sac, there was serous fluid rather than blood. The patient expired during the open conversion procedure due to ruptured aaa.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.